Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by edema. The cause of the event was not reported. The patient was not hospitalized. On an unreported date, the patient received unspecified ¿treatment¿ (drug name, dose, route, frequency and duration not reported) for peritonitis. Physioneal therapy remained ongoing. At the time of this report, the patient is recovering. No additional information is available.